Event description:
It was reported that the patient had an orthotropic heart transplant with atrial epicardial wires placed in the operating room. It was noted that the patient's heart rate decreased and the atrial pacing wires did not capture. The external pulse generator (epg) and pacing cables were changed but the issue was not resolved. The loss of capture occurred for several hours leading to renal dysfunction. Eventually, the pacing wires started to work without a known reason. The patient's right ventricular function worsened temporarily. Pharmacological agents were used to increase the patient's heart rate. It was later determined that the epg was working as designed and remains in use. No further patient complications have been reported as a result of this event.